Event description:
On august 1, 2007, the lay-user/reporter contact lifescan (lfs) on behalf of the lay-user/patient alleging the one touch ultra meter will not turn on. The alleged meter issue started in 2007, in the morning. The medical affairs specialist contacted the patient to clarify/obtain more information on august 23, 2007. The patient tests 2 or 3 times per day and is currently taking novolog and lantus (unspecified dose). When the lfs meter ceased to work, the patient used his feelings to device how to dose his insulin. The reporter stated that the patient is experienced enough to know when he is low or high and can treat his diabetes accordingly. The same month, the patient called the reporter that he had perceived high symptoms of "nausea, vomiting, and rapid heart-beat" (unspecified date and time) sometime after the reported issue. Upon calling the patient back to obtain more information, the patient stated that his symptoms were not attributed to his prior insulin self-treatment. As a result of his symptoms, he took an extra injection of novolog (35 units) and was reported to have felt better soon after. The patient did not receive/require any medical intervention due to the reported issue. During the troubleshooting, the customer care advocate verified that the patient changed the battery on the meter per the owner's manual, the battery contacts were in good condition and was installed correctly, and there was no meter trauma. However, the meter neither turns on when the test strip was inserted into the meter nor when the power button was pressed. This complaint is being reported because the patient alleged he was unable to test with his meter, based on his insulin treatment on the way he felt, and developed symptoms that were suggestive and perceived as high. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.